Event description:
It was reported that there was a tear on the outer jacket of the heartmate ii driveline. Log files were sent for review and no abnormal alarms associated with a percutaneous lead issue were noted. The reported tears in the driveline appeared to be cosmetic. Existing rescue tape on the driveline was reinforced. There was no existing plan to repair the patient's driveline.

Manufacturer narrative:
The first occurrence of rescue tape being applied to the driveline was previously reported under MFR # 2916596-2022-01730. Manufacturer's investigation conclusion: the report of tearing of the silicone jacket of the patient¿s driveline could not be confirmed as no photographs were submitted for review and no product was returned for evaluation. Review of the submitted log file revealed a backup battery exchange had been performed, which the account communicated was due to the backup battery nearing its expiration date with no issues reported. No other notable events or alarms were captured. The pump appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.